Manufacturer narrative:
During quality investigation testing for repairs, the device exceeded the maximum allowed temperature rise on the upper end of the spindle housing. Further investigation revealed moisture build up inside the upper end of the hand piece; the nose cone and motor pins were damaged. The motor and other component parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent to the stryker svc dept with a request for repairs and it overheated during quality testing. There was no pt involvement and no adverse events were associated with the event.